Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the hospital recovering from a non-related abdominal surgery. There were concerns from the patient that there was non-capture markers on the external telemetry monitor. The patient has been having atrial fibrillation and atrial flutter and has had an ablation in the past and may need another cardioversion. Boston scientific technical services (ts) discussed that the electrograms would need to be reviewed to assess capture and that a representative would need to be called to check the device if an issue was suspected. This product remains in-service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was in the hospital recovering from a non-related abdominal surgery. There were concerns from the patient that there was non-capture markers on the external telemetry monitor. The patient has been having atrial fibrillation and atrial flutter and has had an ablation in the past and may need another cardioversion. Boston scientific technical services (ts) discussed that the electrograms would need to be reviewed to assess capture and that a representative would need to be called to check the device if an issue was suspected. This product remains in-service. The device was later explanted to upgrade the patient's therapy, and was returned. No adverse patient effects were reported.